Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose of 56 mg/dl, self-treated with oral glucose, then experienced rebound hyperglycemia to approximately 300 mg/dl; review of use indicated the low was precipitated by overtreatment of a prior low around 73 mg/dl, and education on efficient correction of lows and use of the pump was provided with follow-up confirming glucose at 142 mg/dl. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included recovery without medical intervention or hospitalization. Investigation included case review of device use and patient-reported history with troubleshooting and education. Investigation of this case revealed no device malfunction and suggested user-related overtreatment as the precipitating factor. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive regarding device contribution with likely user management contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.